Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead's thresholds have rising from around two volts to three volts and that the impedance has been rising over the past six months. The lead was reprogrammed and the patient was sent for a consult with the electrophysiologist. Since the consult the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.